Event description:
Related manufacturer reference number: 1627487-2023-00110. Related manufacturer reference number: 1627487-2023-00112. It was reported that patient was not receiving therapy due to impedance issue. As such, surgical intervention took place on (B)(6) 2022 wherein the extension were explanted and replaced with new extensions. However, the issue was not resolved. Further impedance testing revealed that the impedance was on the left lead. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Per the additional information received, this device is no longer reportable.

Event description:
Additional information received indicates that there was no issue with the right extension.